Manufacturer narrative:
On 31-jul-2020, mentor received additional information regarding the suspected medical device. The serial number is (B)(6). The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. The patient reports that both of her breasts lost a lot of volume, and the implants seem to be out of place. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.